Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and central regurgitation (cai) are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, bulky calcium in the native annulus was a likely cause for the pvl. The cause for the cai could not be confirmed, however, post dilation of the valve with additional inflation volume may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article ¿procedural techniques for the management of severe transvalvular and paravalvular aortic regurgitation during tavr,¿ post deployment of a 20mm sapien 3 valve in the aortic position, aortography revealed there was new severe aortic regurgitation (ar). There appeared to be incomplete valve expansion due to a large calcific nodule in the non-coronary cusp. The thv was post-dilated by adding a further 2ml of fluid to the delivery balloon, however, the degree of ar remained unchanged. Tee images revealed a large posterior pvl as well as a large central eccentrically directed jet of aortic insufficiency, located within the new valve. The etiology of the central ar remained uncertain, but was presumed to be related to leaflet malfunction as there was no evidence of leaflet overhanging, thrombus, or other notable abnormality of the valve. Two 6mm amplatzer vascular plugs (avp) ii were deployed, which sealed the pvl. A second 20mm s3 valve was deployed within the previously deployed valve and complete resolution of the central ar was confirmed using aortography and tee. The patient was discharged home and was doing well at their one month follow-up. The patient¿s aortic annulus diameter was 17.6 mm. Article reference: abdulla a. Damluji et al. Procedural techniques for the management of severe transvalvular and paravalvular aortic regurgitation during tavr, the journal of heart valve disease 2017;26:18-21.